Event description:
As reported by the physician, there was no silicon insulation in the connector block in v-channel. Another device was subsequently implanted, instead.

Manufacturer narrative:
(B)(6) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.